Event description:
The patient had been very large and lost a lot of weight after undergoing gastric bypass. Two days prior to this report, the patient had called the clinic stating that the pump had moved down and was rubbing on her muscles causing discomfort. It had started approximately a week prior to this report. The patient was wearing a brace to support the pump. There was no therapy problem. The reporter thought that the pump had been revised not too long ago. It was later reported that the patient felt that the pump was too big and she wanted to go back to the 20 cc pump. When the patient came in for her next refill visit, they were going to suggest that the patient see a surgeon if the pump was still bothering her. The outcome of the event was reported as ¿patient not recovered ¿ symptoms/issue ongoing¿. The device system was delivering bupivacaine and dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).